Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to cracked lcd glass, bleeding on lcd glass and vertical cracked lcd controller. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had cracked screen. No harm requiring medical intervention was reported. The device will be returned for analysis.